Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. Customer support provided instructions to reset the pump and assisted the caller in doing so. After resetting, the malfunction did not recur, and the customer was able to continue using the pump. The caller was instructed to contact support again if the malfunction code reappeared, and they acknowledged and understood this guidance.